Manufacturer narrative:
Investigation of this event has been completed. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the day after implant of this defibrillation lead a chest x-ray revealed this patient had a pneumothorax. The patient required a chest tube and a re-expansion of their lung. The chest tube was removed a day later and the patient was then discharged home. No further patient effects were reported. Boston scientific representatives were not notified at the time this had occurred.